Event description:
A report was received that the patient's stitches at the cervical lead site were poking out when she had the implant procedure. The patient had infection and was placed on antibiotics.

Event description:
A report was received that the patient's stitches at the cervical lead site were poking out when she had the implant procedure. The patient had infection and was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the physician believed the patient did not have an infection. The patient was reportedly doing well.